Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). A new dermatomes were used by surgeons who wanted to take a 3mm graft from an elderly lady's thigh. In the first attempt, the surgeon turned the dial to 3mm and proceeded to take the graft. The graft was unsuccessful being very thin and in some places not taking skin at all. A second graft was attempted, only to have the same thing to happen. The surgeon managed to use the two ragged pieces of skin obtained, to complete the graft. A full graft could not be obtained.